Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown. The patient was treated with oral antibiotics (date and duration not reported).